Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event, ischemia due to a compression of the supplying vessel (pt: injection site ischemia), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This MDR is related to MDR 3013840437-2022-00033 referring to the same patient. This spontaneous report was received form a (B)(6) physician and concerns a female patient. She was injected with a total of 1.5 ml of radiesse(+), for an augmentation of the nasolabial folds, on (B)(6) 2022. She was injected with 0.75 ml on each side. The patients medical history and concomitant medication were reported as none. On (B)(6) 2022, after the radiesse(+) injection, the patient experienced an ischemia due to a compression of the supplying vessel. On (B)(6) 2022, the patient reported this to her treating physician, who notified the reporter, on the same day, in the evening (ambiguously reported as (B)(6) 2022). As corrective treatment, the patient received acetylsalicylic acid, warmth and 300 units of hyaluronidase. The outcome of the events was reported as resolving.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event, ischemia due to a compression of the supplying vessel (pt: injection site ischemia), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This MDR is related to MDR 3013840437-2022-00033 referring to the same patient. This spontaneous report was received form a (B)(6) physician and concerns a female patient. She was injected with a total of 1.5 ml of radiesse(+), for an augmentation of the nasolabial folds, on (B)(6) 2022. She was injected with 0.75 ml on each side. The patients medical history and concomitant medication were reported as none. On (B)(6) 2022, after the radiesse(+) injection, the patient experienced an ischemia due to a compression of the supplying vessel. On (B)(6) 2022, the patient reported this to her treating physician, who notified the reporter, on the same day, in the evening (ambiguously reported as (B)(6) 2022). As corrective treatment, the patient received acetylsalicylic acid, warmth and 300 units of hyaluronidase. The outcome of the events was reported as resolving.

Manufacturer narrative:
The event ischemia due to a compression of the supplying vessel (pt: injection site ischemia), health effect clinical code - 1942, was deleted as it was considered to be a symptom of vascular compression. The device history record of radiesse injectable implant, lot number a00039890, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted.

Event description:
This MDR is related to MDR 3013840437-2022-00033 referring to the same patient. Follow up information was received on 23-mar-2022: the event term was amended from ischemia due to a compression of the supplying vessel to ischemia due to a compression of the supplying vessel / circulatory disorder. The coding for vascular compression remained unchanged. The coding for injection site ischemia was deleted as it was considered to be a symptom of vascular compression. The patients initials were provided. The patient date of birth and age were reported. She was 60 years old at the time of this report. The patient was injected subcutaneously, with a total of 1.5 ml of with radiesse(+), into the nasolabial folds and marionette lines, on (B)(6) 2022. Batch number was reported as a00039890. A lot search in the global safety database was conducted. As reported, she was injected with a sharp technique. A needle was used for injection. She was injected with 0.75 ml into 2 injection points on each side. She was previously treated with fillers, laser, peeling and botulinum toxin, without adverse events. The patient had no allergies and no surgical interventions in the past. On (B)(6) 2022, at about 11:30, immediately and approximately 20 minutes after the radiesse(+) injection, there were no abnormalities. On (B)(6) 2022, around 21:00, after the radiesse(+) injection, the patient noticed a serious change which she rated as a hematoma. As reported, the patient experienced a circulatory disorder on the face. On (B)(6) 2022, at approximately 16:00, the patient was seen and received hyalase, oral cortisone, oral acetyl salicylic acid (reported as ace) and warmth treatment, for corrective treatment. The patient was not hospitalized. The outcome of the event was reported as and changed from resolving to resolved, in (B)(6) 2022 (reported as on (B)(6) 2022). In the opinion of the reporter, the event was of severe intensity, not life-threatening, related to radiesse(+) and not related to the incorporated local anaesthetic. As reported, the treatment was necessary to prevent permanent damage (ambiguously reported as not necessary prevent permanent damage and it did not lead to a new chronic disease). Follow-up information was received on 30-mar-2022: the batch record review was received and the lot number for radiesse(+) was confirmed as a00039890 (expiry date: 10/2023).